Event description:
Boston scientific received information that the monitoring voltage of this device was 2.60 v. The caller requested a longevity estimate. A boston scientific technical services consultant discussed that this device may not be meeting expected longevity. The patient will be monitored every three months via latitude. This device is included in the shortened replacement window (4/05/2007) product advisory population but had not reached 2.65 v prior to 27 months of implant.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.